Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The customer administered a correction injection to address bg. During troubleshooting, it was found that the customer was reusing supplies. Reportedly, the customer performed a supply change to resolve the issue.